Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was less than 70 mg/dl. The customer stated that she had a severe reaction and she fell on the floor. The customer could not recall any memory of the incident. The customer was advised to call back if any issue persists.